Event description:
When performing endoscopic retrograde cholangiopancreatography/endoscopic retrograde sphincterotomy (ercp/ers), balloon dilation, stone extraction, the dilatation balloon popped on first inflation.